Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170 h, there were black dots found in the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. The visual inspection of the provided photos showed the product unpacked. Several black particles were visible on the header cap and the housing. The visual inspection of the product with the naked eye showed several black particles on the header cap and on the housing. The black particles were outside the header cap and the housing. The reported condition was verified. The most likely cause of the particles is burnt, dried oil or abrasion from the transport belt during production. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.